Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was overinflated to 16 atmospheres. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 15 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon rupture occurred due to interaction with the moderately stenosed anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - above rated burst pressure.

Event description:
It was reported that the procedure was to treat an av fistula that is moderately stenosed in a left graft. The 7.0x60mm armada 35 balloon dilatation catheter ruptured at 16 atmospheres. The device was removed and a new non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.